Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump was alerting a motor error alarm for the third time on the same day. The customer's blood glucose level was 186 mg/dl at the time of the incident. The customer reported multiple insulin pump errors occurring on the insulin pump. The customer mentioned that the drive support cap was normal or slightly indented. The insulin pump was not exposed to high magnetic field. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.